Manufacturer narrative:
The ruby coil embolization coil was initially stuck inside the ovalized region of the non-penumbra microcatheter, but was later flushed out by a penumbra investigator. The ruby coil stretch resistant wire (sr wire) was then revealed to be fractured. Evaluation of the returned device revealed that the non-penumbra microcatheter was ovalized. Further evaluation of the returned device revealed that the ruby coil sr¿s wire was fractured. This type of damage typically occurs due to improper handling during use. If the device is forcefully retracted against resistance, fracture of the sr wire may occur, which will cause detachment of the embolization coil. The ovalization in the non-penumbra microcatheter likely contributed to the resistance encountered during advancement of the ruby coil through the non-penumbra microcatheter. The ruby coil's pusher assembly was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a small branch in a pulmonary arteriovenous malformation (pavm) using ruby coils. During the procedure, while attempting to advance a ruby coil through a non-penumbra microcatheter, the physician experienced resistance and subsequently, the ruby coil unintentionally detached within the microcatheter. Therefore, the physician removed the microcatheter containing the detached coil. The procedure was then completed using a new ruby coil and a new microcatheter. There was no report of an adverse effect to the patient.